Event description:
Healthcare professional (hcp) reports a home helper caring for the home hemodialysis pt noted microbubbles in the venous line between the drip chamber and the pts' access during hemodialysis treatment. The pt the complained of a headache. The home helper immediately stopped treatment and called 911. The pt was transferred to the ER via ambulance. The pt was admitted and an MRI performed. No air embolism noted and home pt was released to home the following day. Hcp reports source of headache was undetermined.